Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be that the patient line was damaged by a pet, further described as a dog chewed the patient's extension line and the next day the patient developed peritonitis. It was reported the patient was hospitalized for the event the same day as onset. The patient was discharged eight days after admission but was then readmitted three days after initial admission and discharged three days later. Treatment was given with unknown medications. The patient was hospitalized a third time four days after the second discharge. On an unreported date, pd therapy was discontinued, the pd catheter was removed, and the patient was transferred to hemodialysis. The patient was discharged seven days after the last admission. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.